Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with the lowest blood glucose of 65 mg/dl, after patterns of announcing meals during peak hyperglycemia and occasionally not announcing meals, which contributed to insulin stacking and subsequent lows; the user received education and implemented changes, reporting improved results, and the ilet alerted to the low. Symptoms included lightheadedness and feeling nervous. Outcomes included self-treatment with 3¿4 sugar-coated candies or orange slices without the need for outside assistance or medical intervention. Investigation included review of device data and clinical consultation by a diabetes educator. Investigation of this case revealed user technique issues related to meal announcement timing and omissions that contributed to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.